Manufacturer narrative:
(B) (4)

Event description:
It was reported that while unpacking, the nurse noted that the stent had dislodged from the delivery system. The system was not in contact with the patient.